Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/30/2020. H.6. Investigation: no injector samples were provided in relation to this incident. One connector attached to a infusion bag was returned to our quality team for investigation. The connector was visually inspected, no defects or damage observed on the spike of the connector. The connection was secure between the connector and infusion bag, no issues were observed on the membrane of the connector or stopper of infusion bag. During our evaluation, a white particle was observed inside the infusion bag. Characterization testing was performed and found the particle was a synthetic resign piece that was not consistent with material from the rubber stopper of the vial or the membrane of the phaseal and the origin of this particle could not be determined. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. Based on the available we are not able to identify a definitive root cause at this time. H3 other text.

Event description:
It was reported that bd phaseal¿ injector luer lock n35j had foreign matter in the infusion bag. The following information was provided by the initial reporter: avastin: floating matter was found in the infusion bag.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd phaseal¿ injector luer lock n35j had foreign matter in the infusion bag. The following information was provided by the initial reporter: avastin: floating matter was found in the infusion bag.